Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis revealed multiple signs of abrasion along the lead body. In the distal part of the lead the insulation was found rubbed through. This can be considered as the root cause for the observed noise, as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The data returned for analysis were analyzed. The inspection revealed the presence of noise in the ventricular and the far-field channel. This observation is consistent with the complaint description and the outcome of the lead analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 21 months oversensing was reported. No shocks delivered. No adverse affects were reported. The lead was explanted. The implant and explant dates were not provided.